Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's device was beeping tones. Device analysis indicated that the device exhibited battery depletion (bd) code. The battery status has improved and was approved to remain implanted. No adverse events.